Event description:
Boston scientific received information that there was noise on the right atrial (ra) lead. The impedances were greater than 2,000 ohms and it would only capture for 2 beats. No adverse patient effects reported. Additional information received from the local sales representative states that this ra lead was reprogrammed to resolve the issue.

Manufacturer narrative:
At this time the lead remains in service. Should additional information become available, this investigation will be updated.